Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2017: (B)(6) med center. (B)(6) , md. Radiology- CT abdomen/pelvis. Indication: ventral hernia. Impression: very large but nonobstructing ventral hernia containing small bowel and colon. Multiple small renal cysts. Possible small right adnexal lesion, mainly of water attenuation. On (B)(6) 2018: (B)(6) medical center. [Illegible signature]. History and physical. [Handwritten]. Ventral incisional hernia. Scheduled for open ventral hernia repair with mesh. [Some illegible handwriting]. Constipation (sometimes). Acid reflux, regurgitation. Medical history: obesity. Surgical history: colon cancer, resection 2017. Abdomen: ventral incisional hernia. No tenderness. Old scar. On (B)(6) 2018: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: large incisional ventral hernia. Postoperative diagnosis: large incisional ventral hernia. Assistant: (B)(6) , pa-c. Anesthesia: general. Anesthesiologist: dr. (B)(6) . Anesthetist: (B)(6) , crna. Procedure done: open repair of incisional ventral hernia with mesh (gore dualmesh plus 30 cm x 20 cm). Specimen: none. Complications: none. Blood loss: 5 ml. Justification for procedure: this is an 88-year-old female patient who underwent gastrectomy for gastric carcinoma. Postoperatively, she developed large tissue defect and large incisional ventral hernia. After investigations revealed she was cancer free including pet CT, the patient and her niece requested repair of this incisional ventral hernia. The risks, benefits, and alternatives of repair of such a large ventral hernia in this patient with advanced age were discussed. The risks discussed were inclusive of but not limited to possible adjacent organ injury; bleeding; blood transfusion; wound infection; scarring deformity; respiratory, cardiopulmonary, cerebrovascular, and anesthetic complications as well as death. The patient and the patient¿s niece asked questions and had all their questions answered to their satisfaction, accepting the risks fully, hence an informed consent was obtained. Operative procedure in detail: ¿patient was brought to the operating room, placed supine on the table and monitored at least 5 separate physiological parameters. The patient was found to be hemodynamically stable, so general anesthesia was administered. A foley catheter was passed. Ted hose stockings and sequential compression were placed and abdomen cleaned, prepped, and draped in usual sterile fashion. A timeout was called and the surgery initiated. The broad scar in the midline was excised, incising the abdomen longitudinally and deepened down through skin and through subcutaneous tissue. The scar was excised and sent for pathology. The large hernia defect and subcutaneous tissue were dissected out laterally in both directions until fascia was reached laterally. There was no significant hernia sac as the bowel content was found in the subcutaneous tissue. Careful and meticulous dissection towards the lateral borders of the fascia was done, removing all loops of bowel and intra-abdominal tissues. Once all the intra-abdominal tissues were dissected free from the edge of the fascia and all the adhesions were taken down with blunt dissection as well as sharp dissection and undersurface of the fascia was easily accessible in the entire circumference of the hernia defect, it was measured and found to be very large, requiring the largest mesh available, which was a gore dualmesh plus 30 cm x 20 cm in dimensions. This mesh was then sutured using 0 gore-tex running suture 2-3 cm in from the edge of the hernia defect in a continuous running suture to the left and a separate continuous running suture to the right, tying them inferiorly and superiorly. The mesh was now trimmed, removing excess mesh without cutting sutures. There was not a significant amount of mesh available for trimming. The fascia was then closed with #1 looped pds figure-of-eight interrupted sutures with the superior portion and inferior portion of the wound then covering the mesh and the sutures. The subcutaneous tissue was then dissected in order to allow it to cover the remaining exposed gore-tex mesh from being in direct contact with jackson-pratt drain. This film had the appearance of peritoneum and it was sutured in the midline in a running fashion using 2-0 vicryl suture. A 10-mm jackson-pratt drain was introduced from the right lower quadrant into the space above this layer, after which 2-0 vicryl interrupted subcutaneous tissue was used to close the subcutaneous layer after irrigation and local anesthetic infiltration. Skin staplers were used to staple the skin and 2-0 nylon suture used to secure the drain and the entire procedure then concluded with sterile dressing. The patient tolerated the procedure well with no complications. Estimated blood loss was 5 ml. The patient was sent to the recovery room in stable condition.¿ on (B)(6) 2018: (B)(6) medical center. Surgical documentation. Implant record. Implants: description: mesh, surgical dual teflon plus 20 x 30cm---nos. Manufacturer: gore, w.l., & assoc, inc. Catalog number: 1dlmcp07. Serial number: (B)(6) . Size: 20.0 cm x 30.0 cm x 1.0 mm. Expiration date: 08/31/18. Implant qty: 1. Implanted by: (B)(6) md, (B)(6) . Implant site: abdomen. Implanted date/time: 03/21/18 12:16:00. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/14335577) was implanted during the procedure. On (B)(6) 2018: (B)(6) medical center. (B)(6) , md. Discharge summary. Admitting diagnosis: large incisional ventral hernia. Discharge diagnosis: large incisional ventral hernia, status post open ventral hernia repair with mesh. Obesity. Acute renal insufficiency, resolved. Ventilator-dependent respiratory failure, resolved. Hospitalization: after undergoing gastrectomy for gastric carcinoma, developed large tissue defect and large incisional ventral hernia after pet/CT in determining cancer free. Electively admitted, underwent open repair of large incisional ventral hernia with mesh on (B)(6) 2018 uneventfully. Sent to intensive care unit for close monitoring. Postoperative day #2, became slightly hypoxic and intubated. Extubated on postoperative day #8. Discharged on postoperative day #18. Follow up 1 week. Discharged to (B)(6) nursing home. On (B)(6) 2018: (B)(6) hospital and medical center. (B)(6) , md. History and physical. Presented to emergency room with complaints about abdominal pain and swelling. Abdomen: distended with swelling in mid abdomen and tenderness. White blood cell count: 13,000. CT scan abdomen/pelvis: anterior wall abscess involving abdominal wall mesh. Mild pulmonary fibrosis. Impression: abdominal abscess, status post abdominal hernia repair. Sepsis. New onset atrial fibrillation. Gastroesophageal reflux disease. Admit to ICU. IV fluids, IV antibiotics with merrem and vancomycin. On (B)(6) 2018: (B)(6) hospital and medical center. (B)(6) , md. Operative report. Indication: a 88-year-old female who I saw in the hospital yesterday. She refused surgery yesterday. She had a large abscess, had a history of a hernia repair at (B)(6) hospital. The patient understood the risks and did not want surgery. Today, she decided she wanted surgery. The operating room was not available until approximately 8 o¿clock tonight. She was taken to the operating room. Risks and benefits were explained. I explained the wound be left open, packed will take months. I explained we likely would have to eventually remove the mesh, but that was unlikely due at this setting. I explained without the mesh, she is going to have a large hernia with a large defect as we are not going to place mesh again. So, at this point, this would be a life-saving surgery and we will place a wound vac. Operative findings: patient was found to have frank pus, 200 ml. There was also organized pus. Wound was cultured, packed and drained, and ultimately a wound vac was placed. Preoperative diagnosis: abdominal wound. Postoperative diagnosis: abdominal wound. Procedure: drainage of 200 ml of frank pus was organized, collection of abscess just above the mesh at the level of the fascia, which was not brought together. There was mesh that was bridging the fascia. I did not remove the mesh at this time, placed a wound vac. Assistant: dr. (B)(6). Anesthesia: general. Blood loss: minimal. Complications: none. Drains: none. Pathology: specimen sent, cultures taken. Disposition: the patient tolerated the procedure well. Description of procedure: ¿the patient was identified. Time-out was obtained. The area was prepped and draped in the usual sterile fashion. Standard incision was made through pervious incision. Frank pus was drained out under pressure, approximately 200 ml as well as organized clot and pus. There was mesh that was seen. The mesh was bridging the fascia. I did not remove the mesh at this time because that would be left with a large defect. At this point, I placed a wound vac on top of the mesh. The plan to bring her back in 48 hours. We will follow work up in my office.¿ on (B)(6) 2018: [missing records: a culture report detailing the analysis of the specimens collected during the (B)(6) 2018 procedure was not provided.] On (B)(6) 2018: (B)(6) hospital and medical center. (B)(6) , md. Operative report. Indication: an 88-year-old female with infected. Mesh. Patient underwent surgery last week. The mesh was not removed at that time. However, there was approximately 400 to 500 ml of frank pus, sitting on top of the mesh. I explained to the patient today that the mesh would have to be removed. I explained other risks including bleeding, infection. I explained she developed a large hernia. All other questions were answered. Informed consent was obtained. Operative findings: patient¿s removal of frankly infected mesh. There was frank pus around it. Cultures were taken. Wound was irrigated and wound vac was applied. Preoperative diagnoses: infected mesh. Open abdomen. Ventral hernia. Postoperative diagnoses: infected mesh. Open abdomen. Ventral hernia. Procedures: exploratory laparotomy. Removal of infected mesh. Wound vac placement. Assistant: dr.(B)(6) . Second assistant: dr. (B)(6) . Anesthesia: general. Blood loss: minimal. Complications: none. Drains: none. Pathology: specimen sent. Disposition: patient tolerated the procedure well. Description of procedure: ¿patient was identified. Time out was obtained. The area was prepped and draped in usual sterile fashion. Wound vac was removed. The area was prepped and draped in usual sterile fashion. A standard area was looked out. The mesh was completely infected, sitting in pus. The mesh was removed very easily. The sutures were released. There was a running suture. It was sent for permanent pathology. The wound vac was applied. A white sponge and silver sponge dressing was applied. Patient tolerated the procedure well.¿ on (B)(6) 2018: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2018 procedure was not provided.] On (B)(6) 2018: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2018 procedure was not provided.] On (B)(6) 2018: (B)(6) hospital and medical center. (B)(6) , md. Operative report. Indication: an 88-year-old female with infected mesh. The mesh was subsequently removed. The wound vac was placed today. We will take her back for wound vac change. Risks and benefits were explained including bleeding, infection. All questions were answered. Informed consent was obtained. Operative findings: patient underwent a wound vac change. The wound looked clean. There was minimal pus, that is why I placed a white sponge, and a silver sponge, and wound vac was applied. Preoperative diagnosis: complex abdominal wound. Postoperative diagnosis: complex abdominal wound. Procedure: removal of wound vac. Washout. Debridement of skin and subcutaneous tissue. Placement of wound vac. Assistant: dr. (B)(6) . Anesthesia: general. Blood loss: minimal. Complications: none. Drains: none. Pathology: skin sent. Disposition: patient tolerated the procedure well. Description of procedure: ¿the patient was identified. Time-out was obtained. The area was prepped and draped in the usual sterile fashion. Standard incision was reopened. Wound vac was removed. White and silver sponge were discarded. At this point the wound looked clean. There was minimal necrotic tissue. I debrided a little piece of skin and subcutaneous tissue, approximately 2.5 cm. Wound was irrigated and ultimately a white sponge and silver sponge were applied. Patient tolerated the procedure. Wound vac was connected. It was working well. Plan to take her back in 5 days.¿ on (B)(6) 2018: (B)(6) hospital and medical center. (B)(6) , md. Operative report. History of present illness: the patient is an 88-year-old female, well known to me. Patient has a history of infected mesh. The mesh has been removed. She had a wound vac since that time. She has been doing well and explained her the plan was to try to close this primarily with the intent to get her skin closed over drain. I explained the risks including breakdown, possible need for the vac again, reaccumulation of fluid, reinfection. She agreed. Operative findings: wound looks very clean, the vac was removed, and ultimately closed over drain. Preoperative diagnosis: complex abdominal wound. Postoperative diagnosis: complex abdominal wound. Procedure: removal of wound vac, complex closure of abdominal wound with drain. Assistant: (B)(6) , md. Second assistant: (B)(6) , md. Anesthesia: general. Blood loss: minimal. Complications: none. Drains: a drain was left. Pathology: none. Disposition: patient tolerated the procedure well. Description of procedure: ¿the patient was identified. Time-out was obtained. The area was prepped and draped in the usual sterile fashion. The previous vac was removed. The wound was irrigated. The wound was cleaned. There was no pus. There were no signs of infection with good granulation tissue. I decided to reapproximate the subcutaneous tissue and placed a drain and the skin was closed loosely with staples and 3-0 nylon in a vertical mattress fashion. Dressing was applied. Patient tolerated procedure well.¿ on (B)(6) 2018: (B)(6) hospital and medical center. (B)(6) , md. Discharge summary. Discharge diagnoses: abdominal abscess, status post abdominal hernia repair, incision and drainage x 3 of abdominal abscess by escherichia coli, gastroesophageal reflux disease, deep venous thrombosis. Procedure: incisional and drainage of abdominal abscesses by dr. (B)(6) x 3, exploratory laparotomy with mesh removal by dr. (B)(6). Summary: developed abscess in area of incision, brought to the emergency room. Intensive care and pulmonary were consulted. Treated with broad-spectrum antibiotics. Had last surgery was revision and removal of mesh and placement of drainage into the wound and closure of the wound. Discharged to regents park rehabilitation continue treatment by IV rocephin. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusions code remains unchanged

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore's investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 14335577. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2019 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection and removal, wound vac ((B)(6) 2018); debridement and additional procedure ((B)(6) 2018). Additional event specific information was not provided.